Event description:
This report is being filed to submit the results of device analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker's estimated longevity remaining decreased more than three years over the course of one year. A copy of device memory was preserved and submitted for analysis. Engineering analysis of device data confirmed that the device battery was depleting prematurely. The device was explanted and returned for analysis. No additional adverse patient effects were reported.